Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. It remains implanted. Complaint history and product history record could not be reviewed because the consumer did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information. (B)(4).

Event description:
A consumer reported that approximately one month following an intraocular lens (iol) implant procedure, she saw sunbursts, glare, and experienced pain while driving at night. Every vehicle reflected on the hood of the car and then straight into her eye. Additional information was provided by the consumer that a retina specialist noted that around the edge of her iol was deteriorated and is hazy. The consumer was prescribed a non-steroidal inflammatory topical medication for a five day period. The consumer reports her vision is getting darker and darker and light looks like shooting rays.